Manufacturer narrative:
The lead and the suture sleeve are currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the suture sleeve slipped in cephalic vein during the implantation. Attempted to retrieve, but unable to. Checked under fluoroscopy, unable to see it. No adverse patient events were reported.